Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
During follow-up for pi (intra-op event, right knee), rep indicated the procedure was a revision procedure. As reported: "revising a stryker, what appeared to be a scorpio knee due to peri-prosthetic fracture proximal to the femoral component. Tibia was well-fixed." Rep indicated he does not have access to reports and records from the hospital or surgeon.